Event description:
An unexpected return of a used set was received with other samples that were reported to have leaked at the upper silicone segment during use. No further information could be obtained from the customer so the set is presumed to have leaked during use. There was no report of pt harm or medical intervention. The customer stated no further pt or event information is available.

Manufacturer narrative:
(B)(4). The customer's report that the set leaked could not be confirmed. The set was visually inspected and no anomalies were noted. Functional testing performed found no fault with the returned sample. The root cause of the customer's experience was not identified.